Manufacturer narrative:
It was reported by the hospital contact that the coil (pc410062630/c31700) did not detach. The coil was tested outside of the body per IFU instructions successfully. Introducer was advanced into the hub of the microcatheter. Coil was unlocked and advancement was successfully executed. The coil was completely advanced into the target aneurysm and into detachment position. After pushing the button on the detachment cable it was verified under fluoro that the coil had not detached. The coil was advanced past detachment position and pulled back into detachment position and attempted to detach again. Once again detachment failed. This process was repeated approximately 10 times all unsuccessfully. Finally the coil was pulled out of the aneurysm and removed from the patient¿s body intact. There was no adverse outcome as a result of failure of the device. It was initially reported that the product will be returned for analysis. The vessel was a2, berry shaped and had high tortuosity. There were no damages noted on the coil. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. The event provided about a 10 minute delay for repeated attempted detachments and removal of the coil. No clinical adverse effects were seen as a result of the failure to detach. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The prowler select lp-es microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The coil was returned undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 53.2 ohms (range 48.5/56.0) (fluke meter ID# (B)(4)) and the enpower (ID# (B)(4)) and cable (ID# (B)(4)) systems ready green light illuminated (IFU). The coil failed to detach after multiple detachment attempts. Post-detachment attempt inspection found that the enpower systems ready green light turned off during the detachment attempt and the resistance failed at 32.9 ohms. The field complaint of the coils passing the pre- that the deployment electrical check and then the coils non-detachment was duplicated. Post-detachment inspection found detachment fiber did not receive heat and melt. It cannot be determined to what extent, if any, the reported high tortuosity contributed to the field complaint. The complaint of the coils failure to detach inside the target site is confirmed. The field complaint of the coils passing the pre-deployment electrical check and then the coils non-detachment was duplicated. While the exact root cause cannot be determined, the most likely root cause of the coils passing the pre- deployment electrical check and then the coils non-detachment may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested to mps-prp0243 prior to final packaging. Furthermore, it cannot be determined to what extent, if any, the reported high tortuosity contributed to the field complaint. In addition, without the return of the complete detachment system and the prowler select lp-es microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: prowler select lp-es, 45 degree tip (details unknown); 6f envoy da xb mpd, 95cm (details unknown).

Event description:
It was reported by the hospital contact that the coil (pc410062630/c31700) did not detach. The coil was tested outside of the body per IFU instructions successfully. Introducer was advanced into the hub of the microcatheter. Coil was unlocked and advancement was successfully executed. The coil was completely advanced into the target aneurysm and into detachment position. After pushing the button on the detachment cable it was verified under fluoro that the coil had not detached. The coil was advanced past detachment position and pulled back into detachment position and attempted to detach again. Once again detachment failed. This process was repeated approximately 10 times all unsuccessfully. Finally the coil was pulled out of the aneurysm and removed from the patient's body intact. There was no adverse outcome as a result of failure of the device. It was initially reported that the product will be returned for analysis. The vessel was a2, berry shaped and had high tortuosity. There were no damages noted on the coil. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. The event provided about a 10 minute delay for repeated attempted detachments and removal of the coil. No clinical adverse effects were seen as a result of the failure to detach.